Event description:
It was reported that the surgeon had issues inserting the lead in the patient during the implant procedure. It was also reported that once inserted, the physician could not find good electrical results. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).